Event description:
This is a report of a home patient (hp) who experienced a connection issue between an unknown transfer set and a continuous automated peritoneal dialysis (capd) disconnect y-set. This occurred during setup for capd therapy. The hp reported that the y-set continually spun around the transfer set without tightening. The hp tried connecting other y-sets to the same transfer set, but experienced the same result. There was no patient injury or medical intervention reported. No additional information is available. This is report 9 of 9 for the same patient.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.